Manufacturer narrative:
Patient¿s gender and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of the three (3) cannulated screws from the hip on (B)(6) 2018. While the surgeon was attempting to remove the screws with the cannulated hexagonal screwdriver, the tip of the screwdriver broke off. The surgeon removed the fragments and proceeded to try and remove the screws with the cannulated hexagonal screwdriver shaft but again the tip of this screwdriver shaft broke off. The surgeon removed the broken pieces of the screwdriver and then used the non-cannulated hexagonal driver to remove the screws from the patient¿s hip. The incident added approximately five (5) minutes to the overall time of the procedure and all pieces of the screwdrivers were successfully retrieved from the site and confirmed under fluoroscopy. The patient outcome is unknown. Concomitant devices reported: cannulated screws (part# unknown, lot # unknown, quantity 3). This report is for one (1) cannulated 4.0mm hexagonal screwdriver shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part # 314.23; synthes lot # 4367275; release to warehouse date: 01apr2002; manufactured by synthes brandywine. No nonconformance records (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The distal cannulated hexagonal tip has broken off at its base with fragments not returned. Only a few jagged corners of the hexagonal feature remain on the device. Document/specification review: the returned device was manufactured in april 2002 and is over 16 years old. No ncr's were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Cannulated hexagonal screwdriver shaft design drawings were reviewed during this investigation. The 314.23 cannulated hexagonal screwdriver shaft is a reusable instrument routinely used in several systems including the 6.5mm and 7.3mm cannulated screws system. Change in tolerance for the hex tip (edge to edge) dimensions were made to drawings effective from design drawing, per design change order (dco)-10022728. Dco-10022728 was reviewed and it was confirmed that the change was made to harmonize the tolerances per company standards. It was also stated in dco-10022728 that the performance of the device will not be affected as the reduction of 4.5 mm diameter to 4.4 mm did not occur in the weakest area of tip i.e., along the 4 mm flat dimensions. Therefore, the performed changes will not affect the performance of the device. Per dco 0702039, called out 440a as material specification and es0052 as heat treat specification. This dco changed the material from 440a to 465ph and changed heat treat specification from "heat treat per es0052" to "heat treat h900 (900 degrees f for 4 hours - air cool), hardness to be 53-57 hrc. The reason for this change on the dco was to add new raw material of 465ph for the device that was previously specified to be made from 440a. Per the dco, "testing displayed increased yield torque, more desirable failure mode (hex stripping vs. Hex shear : mt02-144). Heat treat not called out in es0052, and therefore must be specifically called out on the print". Per the dco, this change does not affect the safety or efficacy of the device. Therefore, the work in process (wip) of 314.23 devices made from 440a was dispositioned use as is. Therefore, review of the associated dco showed that the previous 440a material was adequate for its intended use, but change to 465ph material improved yield torque, more desirable failure mode (hex stripping vs. Hex shear : mt02-144). No product design issues or discrepancies were observed. Dimensional inspection: the inside diameter/cannulation of the returned screwdriver shaft at location of breakage measured ø2.94mm at cq (gauge pin gp29) which is within specification ø2.9mm +0.1/-0mm per device drawing. An accurate measurement of the hexagonal feature could not be performed because the feature broke off at its base and was not returned. The outside diameter of the returned screwdriver shaft just proximal to the location of breakage measured ø5.68mm at cq (calipers ca592) which is within specification ø5.7mm +0.0/-0.1mm per device drawing. Conclusion: a definitive root cause for the tip of the screwdriver shaft breaking could not be determined based on the provided information. However, it is likely that the device being in service for over 16 years and any unintended excessive forces during usage/handling could have contributed to this complaint condition. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.